Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was trying to charge but it was not charging. The patient was in extreme pain. The patient was in a cast study that just ended because the FDA approved it. There was poor communication on the patient programmer. The implantable neurostimulator recharger (insr) was not communicating with the implant. The patient stated that the last time they had felt stimulation was 4 days before the last successful recharge session. The last successful recharge session was a week ago in (B)(6) 2016. The patient usually charged once a week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.